Manufacturer narrative:
Innovative health, llc became aware on (B)(6) 2023 of an acunav diagnostic ultrasound catheter from (B)(6) reported to have a dust/powder on the handle. No injuries were reported. Innovative health received two acunav devices for evaluation on 5/4/2023, and thus the serial number was assessed to be either (B)(6) or (B)(6). See 3011610434-2023-00008 for the other associated report. Upon investigation, the device handle was confirmed to have particulates suspected to have originated from the device packaging.

Event description:
This device was reported to have dust/powder on the handle of the device. No injuries were reported.